Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #53: return line air detected alarm during the treatment. The customer observed a crack in the photoactivation module. The ecp treatment was aborted, and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. The customer returned a photograph for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m123 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m123 shows no trends. Trends were reviewed for complaint categories, alarm #53: return line air detected and photoactivation module leak. No trends were detected for these complaint categories. A photograph was provided by the customer for evaluation. The kit and smart card were not returned. Review of the customer provided photograph verifies the reported photoactivation module leak as a crack is visible in the photoactivation module, as reported by the customer. A known cause for cracks in the photoactivation module is due to excessive solvent used during manufacturing. The solvent can cause damage to the photoactivation module if too much solvent is used and left to set within the plate; however, this could not be verified based on the photograph provided. A material trace of the photoactivation plates used to build lot m123 did not find any related non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the photoactivation module leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 13-feb-2024.